Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and valve regurgitation (paravalvular leak) requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the too aortic position of the valve was attributed to the unexpected movement of the valve during deployment. This can occur due to patient anatomy, stored tension in the delivery system, and/or movement of the system by the operator. In this case, the cause of the valve movement is unknown. Per report, the subsequent severe pvl was attributed to the too aortic position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed too aortic, which resulted in severe paravalvular leak (pvl). The deployment of a second valve was required. Initially, the sapien xt valve was positioned 60:40 aortic/ventricular, however, during deployment the delivery system moved drastically aortic. Multiple attempts to reposition the valve at the true annulus were made but were unsuccessful and the valve landed 95:5 a/v. Severe pvl was seen echo. The decision was made to deploy a second valve. The physician proceed to deploy the second valve lower and closer to the true annulus, which reduced the pvl to trace/mild. The patient left the room in stable condition. The native aortic annular diameter measured 21.6mmx27.5mm by CT, with an area of 270.5mm&#11168;the aortic was severely calcified and the leaflets were moderately calcified. Both the image intensifier angle and the coaxial alignment of the valve and delivery system were described as good. Ventilation was held and there was no loss of pacing capture during deployment.